Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the intermittent errors and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm. The usm was tested on an in-house system in normal mode with no related errors. The usm failed the fiber test. A gold clockspring and a rolling loop fiber were used and the usm passed the fiber test.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that a fault occurred on universal surgical manipulator (usm) 3. Prior to contacting the tse, the user disabled usm 3 and power cycled the system to continue with the case. The tse noted error 25730 occurred on usm 3. The procedure was completed as planned with no reported injury.